Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was observed to have misaligned jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
A review of the customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the following additional information was provided: it looks like one of the grip tips is bent severely. No other damage to the instrument or any abnormalities on the wrist was visualized based on the image. Isi received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base, with a piece measuring approximately 18.12 mm x 5.43 mm returned with it. No additional damage or abnormalities were observed upon further inspection. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.